Manufacturer narrative:
Date received by manufacturer: 16dec2019. Report date: 16dec2019. The manufacturer¿s international service technician could not duplicate the reported ventilation issue. The service technician assumed that the issue was caused by an external factor. The manufacturer¿s international service technician performed the pressure/flow accuracy tests and no failure was encountered. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07oct2019.

Event description:
The customer reported that the trigger for spontaneous breathing didn't react. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.